Manufacturer narrative:
Device was returned for investigation. There was no lot number provided for this complaint. Therefore, no device lot history review could be completed. The event description states the guardian ii began making hissing noises and spitting contrast when it was hooked up to the machine. Blood particulates were found on the guardian ii. It was noted that when the rotolock was tightened, it appeared crooked. This is not unusual as the design causes the slight offset in the assembly when tightened. The seal still works. No damages were noted on the leur lock. Additional information was received form the account stating that no blood was leaking or spitting out. No other individuals were sprayed by contrast. Case was successfully completed with another unit, and the patient is fine. Based on the information, no product failure was observed with the unit.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the guardian ii began making hissing noises and spitting contrast when it was hooked up to the contrast assist machine. No blood leaking or spitting out, no other individuals sprayed by contrast or blood. No medical intervention reported.